Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead triggered a lead integrity alert (lia) for noise and short interval counts (sic). Noise was reproducible when the patient raised their left arm above their head. Also noted were fluctuating impedances that included measured high impedance. A lead revision was performed. The lead was tested and re-inserted completely into the header of the implantable cardioverter defibrillator (ICD) device. It was suspected that the device had a grommet or setscrew problem which resulted in ventricular high impedance and oversensing. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant continued: 5076-52 lead, implanted (B)(6) 2005. (B)(4).